Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports when pulling off the backing to apply the pads to the patient, gel comes off the pad.

Manufacturer narrative:
Correction: d 4 model number and catalog number have been corrected from 22550pc to 22660pc. E 1 initial reporter facility and address have been updated. Additional information: d 4 unique identifier # has been added. Evaluation summary: h 3: a review of the production records indicated that the lot number provided by the customer was for product code 22660pc (cadence adult philips, preconnect defibrillation electrode), not 22550pc as first reported. Therefore, this investigation was completed for product code 22660pc. The device history record (DHR) for the lot number was reviewed for any problems and disparities. All process parameters, product, raw materials, and sub-assembly components met the required acceptance criteria to completely satisfy the manufacturing requirements per the product specification. In addition, the DHR¿s were reviewed for the hydrogel body sub-assembly that were used in the product. The DHR¿s for the hydrogel body sub-assemblies met all acceptance criteria. Two sets of pads were received for evaluation. Visual inspection showed the product had started to dry out, most likely from being out of the pouches. Visual inspection also showed gel delamination measuring ½ inch on one pad and ¼ inch on a different pad/different set. Production retains for the product code were evaluated. None of the five retains evaluated exhibited delamination. Based on the complaint description provided and the investigation gel delamination described by the customer is confirmed and is most likely related to manufacturing process in relation to the ultra violet ((uv) curing process, which can affect the electrode gel body particularly as the finished electrode ages and becomes closer to the expiration date. Additionally, gel delamination is possible if the defib electrodes are not properly stored. As indicated on the product packaging, proper storage and usage of the electrodes is critical to the performance of the gel. From a corrective or preventative action perspective the manufacturing facility has implemented the use of an improved uv curing system. The gel bodies have been validated on the system as a process improvement. This allows more flexibility to dial in the uv intensity while mitigating excess heat generation in the oven and improving gel release from the liner performance throughout the life of the product and reducing the probability of gel delamination. We will continue to trend for future occurrences as part of the complaint review process.